Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device rebooted by itself during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec has made multiple attempts to obtain additional information about the patient, but no additional information has been provided.

Manufacturer narrative:
H6: ventec received the device for evaluation and downloaded its electronic records (system logs) for analysis. Upon review of its system logs, ventec was able to confirm the reported issue of the device unexpectedly rebooting by itself. Ventec then evaluated the device but was unable to reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined.